Manufacturer narrative:
Internal insulation abrasion was noted at 6.7-7.8cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.2-6.6cm and 6.4-6.6cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 52.5 to 54.9cm from the distal tip, consistent with lead friction to the ICD can. The svc conductor etfe coating was abraded due to the external abrasion (at 46.7-47.1cm from the distal tip), with the shift in location occurring during explant. The is consistent with the field report of low hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the clinic after receiving a patient notification for low, out of range, high voltage lead impedance. The lead was explanted. At explant insulation damage was noted. There were no patient complications associated with the explant.